Event description:
It was reported that the ceramic distal end of the inner sheath broke off. The issue ocurred suring reprocessing. There was no paitnet involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The ceramic failure is mechanical component problem, but the cause of the ceramic failure could not be determined. The most likely cause is that some excessive force was applied. There is no indication that the cause is traced to manufacturing, packaging or labeling. There is no information that the event reasonable suggests that the user may not have properly handled/used the device in accordance with the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. "